Manufacturer narrative:
Device evaluation: visual analysis of the photographs two devices appears to be intact. They are inside peel pouch packaging. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Patient reports right side rupture. The device has been explanted.

Event description:
Patient reports right side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: a visual and microscopic analysis was performed which identified: sharp opening on posterior assessed as a surgical impact opening, for the non-penetrating nicks in the shell and creases fold. A dimension measurement in the shell was performed which identify the thickness within specification based on the device analysis the final assessment is: -a sharp opening on posterior assessed as a surgical impact opening. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reports right side rupture. The device has been explanted.